Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block (B)(6).

Event description:
It was reported during inspection that cardiosave intra-aortic balloon pump (iabp) revealed leak status test failed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b3, b4, d5, d9, e1(initial reporter, event site email), e2, e3, e4, g1 (contact person ¿ mfg site), g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: h6 (medical device problem code). A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported failure. The fse replaced the safety disk (0202-00-0140) and the device passed all safety and functional tests and was returned to the customer for normal use.